Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# c01a, 510k # k041584 and UDI (B)(4) is approved for sale in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis, undergoing a spinal therapy for a compression fracture. It was reported that the bone cement hardened in 6 minutes and was unable to be filled from bfd. The cement was mixed for 30 seconds and was stored at a proper temperature. Another kit was opened to cope with the problem and the operation was completed successfully. There was a delay of less than 60 mins. There were no patient symptoms/complications. Initial reporter information cannot be provided due to the restriction by the privacy regulation. The product was never implanted and was discarded. Additional details received. It was reported that labeling was followed throughout the procedure. The issue was first identified by physician and distributor. Procedure: bkp (lumbar compression fracture) levels implanted: lumbar.